Event description:
The customer stated that the tubing in the custom pack was kinked. It was stated that this has happened many times and has carried over from bo-top 27300 to bo-top 27304. They had to work kinks/memory bends out of tubing prior to use.

Manufacturer narrative:
Pictures were forwarded which confirm the defect. A supplemental report will be submitted when more information becomes available. (B)(4).